Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was "sticking and has to press hard". Additionally, it was reported that the battery gauge was "erratic". Customer declined troubleshooting from tandem technical support. There was no reported adverse impact.